Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.5. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn for between 1 and 4 hours. As treatment, patient self-administered a bolus and applied a new pod. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The pod was received partially deployed with the pink slide insert not visible in the top housing window and the formed needle extending past the bottom housing window. The pod delivered 76 pulses and rotated enough for the needle mechanism to fire however the release bar was still held down by the ratchet gear and the linkage assembly, slide insert and slide retract were not able to move to their expected positions. Upon removal of the bottom housing, the needle mechanism was able to fully deploy, but the release bar was still held down. An additional hook switch spring was found lodged between the release bar and mechanism spring, causing the needle mechanism components to partially deploy and the ratchet gear to drive stall due to the partially lifted release bar preventing rotation. This drive stall resulted in the device generating an 0x40 hazard alarm indicating rotational sensor maximum open count exceeded. The additional hook switch spring resulted in the reported needle mechanism failure and observed 0x40 alarm.